Event description:
It was reported that female pt was found at 12:30 a.m. With "head on the floor, arms on the floor also, buttocks and legs up inbetween bed rail and mattress. Pt was pulseless, no blood pressure. Plastic clip which holds siderail in place had been pulled out of the grooved space allowing for siderail displacement. Siderail found pushed out away from the head of the bed; forced away from the bed. Pt on a air mattress.